Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) with lidstock. The guide wire showed evidence of use. The j-bend was slightly misshapen. The guide wire was observed to have on kink along the body, close to the center. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in wire body was located at 321 mm from the proximal tip. The overall length of the guide wire measured 602 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.798 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components only encountering resistance at the kink. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked at 321 mm from the proximal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during insertion of the cvc it was difficult to remove the guide. The guide was at a 90-degree bend. Another guide was used. A delay in treatment was reported. No patient injury or complication reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during insertion of the cvc it was difficult to remove the guide. The guide was at a 90-degree bend. Another guide was used. A delay in treatment was reported. No patient injury or complication reported.